Event description:
It is reported that end-user developed an itchy, red, bumpy rash with areas of broken skin at the right lower quadrant (rlq) located under the adhesive's tape border. It is further reported that this rash began around (B)(6) 2013, and is 360 degrees round which does not extend beyond the tape border. Lastly, it is reported that the end-user has visited an ostomy clinic where she was prescribed kenalog spray to treat the affected site which worked for awhile, but the rash never truly went away.

Manufacturer narrative:
The product associated with batch 2l03412 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. End-user was provided instructions in skin care and crusting techniques using stomahesive powder and sensi-care no sting product. In addition, end-user will be sent samples of each of the above mentioned products, as well as a wafer without a tape border product # (B)(4) (sur-fit natura stomahesive skin barrier w/flange w/o tape collar and w/cut-to-fit opening). Lastly, end-user was advised to notify convatec with any questions, concerns, and if condition persists. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc.'s. Complaint handling and CAPA procedures.